Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated implanted a 12.6mm vticmo12.6; -16.5/1.0/002 (sphere / cylinder / axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2022 as a replacement lens. The lens was explanted on (B)(6) 2023 due to lens rotation and iop spikes. It was indicated there will be not replacement lens. The problem is not resolved.